Event description:
It was reported that when positioning the c-arm for an oblique, it will continue to rotate even after they release the switch. No injury reported. A field engineer was dispatched to the site and determined the c-arm switch assemblies needed to be replaced. Once this was completed the system was working as intended.